Event description:
Reported via social media. It was reported that a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx closure device was implanted. At an unspecified point after placement of the watchman flx closure device, the patient had a cerebral vascular accident and was restarted on eliquis.

Manufacturer narrative:
Aware date was used as event date as actual event date was not known.